Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patients ipg had loss coverage. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.